Manufacturer narrative:
Date is an estimate (year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had some product suggestions, stating that it seemed like the charging system would be digital, like there should be usb connections on the controller and ac adaptor/rtm, and that the controller should be smaller and more user friendly. It was reported that within 2 month of implant they experienced some problems and realized the controller/charging system was not very user friendly. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.